Manufacturer narrative:
(B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A f/u report will be submitted when the investigation results become available. (B)(4).

Event description:
As reported by the user facility: event description: customer reports over infusion. Complaint states, "the patient was receiving an insulin drip, the drip infused over 4 hours when it should have lasted over 12. This happened twice between the times of 11 am - 5 am the next morning causing a significant change in the patient's condition and blood sugar levels.